Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a right sided idiopathic ventricular tachycardia (idvt-rigth) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, error 6150 was displayed on the carto 3 system. The sound star eco sms 8f catheter catheter was replaced, and the issue resolved. The observed magnetic sensor error 6150 has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Later, during the ablation phase, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was stabilized and transferred to the coronary care unit (ccu) for observation. Extended hospitalization was required as a result of the adverse event for observation purposes. Patient condition improved and the patient then fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No biosense webster inc. Product malfunctions were reported. Transseptal puncture was performed with a brk-1 transseptal needle. There was no evidence of steam pop during the ablation. The flow was set at 15 ml/min. The force visualization features used included graph, dashboard, vector and visitag. Recommended surpoint visitag settings were used for stability. The color option used prospectively was ablation index-surpoint.